Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient reported that the subject meter was reading inaccurately on (B)(6) 2019, when she obtained results of ¿540, 375 and 235 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these reported results, exceeds lfs¿ precision criteria. The patient manages her diabetes with insulin pump therapy, and she stated that she increases her dose by 1 unit for every 50 mg/dl over 150 mg/dl. She reported that after obtaining the reported readings, she had increased her dosage based on the sliding scale. She indicated that about 30 minutes later, she developed symptoms of ¿shakiness¿. It was not established what treatment, if any, she received for the symptoms. She denied using any other device to test her blood glucose levels. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the samples had been taken from the same approved sample site. The patient confirmed that her test strips were within expiry date and had been stored correctly; however, she did not have test strips to perform a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurately erratic results on the subject meter and continuing with her usual diabetes management routine of insulin sliding scale.